Event description:
It was reported that the patient has expired, due to unknown reasons. The date of patients' death and implant duration are unknown. It is unknown if the death was device related. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On 06/02/2009 response from received from on behalf of the surgeon. Unfortunately, it is unknown if the preparer is qualified to answer on behalf of the surgeon. The response indicated the surgeon's office had no knowledge of the patient's death. The operative report was not available for reasons not provided. The device was not explanted to their knowledge. It is believe that the device remains implanted. Therefore, it cannot be determined if this event was device related.